Manufacturer narrative:
The field complaint of programmer having no power was verified. Visual inspection revealed excessive physical damage to the housings of the programmer. Unit was plugged in and did not power on. Further investigation revealed power supply damage was the cause of the complaint. Replacing power supply with working power supply allowed the unit to power on.

Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the merlin programmer emitted a small cracking noise and failed to power up. Upon checking the fuses, it was confirmed that they had blown. The merlin programmer was exchanged. There were no patient consequences.